Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a malfunction of the footswitch/generator, error code e433, while using the electrosurgical generator. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected field: h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a deviation in the power output was detected, likely caused by a defective generator board. The definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.